Event description:
It was reported that patient underwent primary hip procedure on an unknown date. Revision procedire was performed on an unknown date due to the insert dislocating from the shell. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned to date. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. (B)(4). Item is to be returned. Upon item return and completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Observations on the retrieved implants indicate that there was probably contact and articulation of the head and the shell - metal transfer on the head and taper, debris in the bore, damage and wear to the shell rim. The locking ring has deformation around where it engages, and is also shown to be slightly bent out of shape. The shell shows good bone integration. The liners bearing surface has some third body wear and the backside has some damage. Manufacturing history records for all parts show no deviations or abnormalities. Measurements of the shell and liner show them to conform with manufacturing drawings. The liner was assembled into an undamaged sample shell and allowed for correct seating and acceptable fit. The regenerex shell and locking ring are provided pre-assembled from biomet. According to the surgical technique, the surgeon must check that the ring is properly aligned prior to seating the liner. It also states that: ¿prior to seating the liner into the shell component, all surgical debris (tissue fragments, etc.) Must be removed from the interior of the shell component, as debris may inhibit the locking mechanism from engaging and securing the liner into the shell component.¿ it may be possible that the liner was not correctly seated during surgery, which could have resulted in the reported dislocation. Further articulation and resulting contact between the head and shell could then have led to the observed damage on the parts. However, this is too difficult to confirm without the aid of radiographs or further surgical details. It is possible that the liner was incorrectly seated in the shell during implantation, as suggested by the metal transfer and damage on the components. However, without the aid of radiographs or further surgical details, it is too difficult to confirm that this was the cause for dislocation and failure.